Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple minimum fill messages occurred with multiple cartridges. Reportedly, the customer may have loaded the cartridge with approximately 275 units. Additionally, it was reported that a cartridge alarm 5 (pressure out of range) and a cartridge alarm 6 (vent not working) occurred during the load process. Reportedly, the customer may have "messed up" the load process. However, the customer could not further explain what may have gone wrong. Blood glucose was 187 mg/dl. A new cartridge was successfully loaded to address the event and insulin delivery was resumed.